Manufacturer narrative:
Additional information: breakdown of the 11 events of is as follows: lens damaged: 9, haptic detached, stuck in cartridge: 1, delivery issue, lens damaged, rod stiff: 1. Serial numbers of suspect products: (B)(4). 6 investigations were completed, and 5 investigations were pending from this period. Breakdown of 6 investigations are as follows: no product returned ¿ 4, lens cut ¿ 2. In the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: a retrospective review of vmsr events was conducted and some discrepancies were noted which corrections are being completed. This is to correct the follow-up#1 vmsr filing# 648035-2020-00381 submitted july 28, 2020. Section h10 stated there were 4 investigations completed during this period. The correct number is 5 which includes this unknown serial number. Breakdown of completed investigation: unknown no product returned. The investigation concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: there are 4 investigations completed during this period. Breakdown of 4 investigations with respective lot/serial numbers are as follows: (B)(4) no product returned (B)(4) returned product investigation not required (B)(4) lens cut (B)(4) cartridge tip cracked/damaged, haptic detached, override, stuck in cartridge the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.